Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jan-2022 to 11- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly stopped responding. The technical support specialist observed that the database size available was minimum and he shrinked the logs file to free up space and repaired the medapp to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported a bd pyxis anesthesia es system kept freezing or rebooting itself during cases leaving the device inaccessible for at least 5 minutes. The procedure was not specified however this has occurred on multiple occasions in the last few months. The device had to be rebooted to recover before they could remove medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's database had reached its upper size limit and space had to be freed up. A technical support specialist removed unnecessary log files to free up space and repaired the station's software application to resolve. The device was monitored for several days as requested by the customer without any issue being reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. The customer stated that they did not know the nature of the affected procedure.the customer obtained the required medications by rebooting the device and reported a 5-minutes delay.there were no adverse events or injuries reported based on this event.